Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was being replaced due to normal battery depletion. During the procedure, the setscrew was stuck. The device header was loosened/damaged in order to remove the leads. A new device was implanted with the previous leads. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
This report is being filed to provide product investigation results.